Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure the trailing haptic of the lens got stuck in the cartridge inside the eye. The lens was implanted. During iol manipulation to remove viscoelastic from the eye, a rent occurred. The iol was removed in the initial procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol segment returned in the iol case. The iol segment is immersed in solution. The iol segment has a mark from an indelible marker. Unable to conduct dimensional testing due to condition of returned sample. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Although the reported complaint is lacking in relevant information such as associated products used, from the investigation findings, the damage observed was most likely caused by the customer during the implantation process. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).